Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (3) open 4mm, 32g pen needles without the tear drop label or inner shield with the shelf carton from lot # 9046877. Customer states that some of the needles are clogged. All returned pen needles were examined and exhibited a broken non patient end of the cannula. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken non patient end of the cannula). Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ insulin pen needle clogged during use and the insulin could not be delivered. The following information was provided by the initial reporter, translated from spanish to english: "some of the needles are clogged and therefore insulin does not come out, not only in this last box but also in the previous one."